Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was always showing a result of "76 mg/dl." The patent tests his blood glucose 4 times a day. He tests before each meal and at bedtime. His normal blood glucose levels are around "85-99 mg/dl." The patient takes a set dose of glipizide once a day in the morning. The patient indicated that the alleged meter issue started on an unspecified date/time during the previous month. From that day on, the patient continued to test each day and kept getting "76 mg/dl." The patient continued to take his usual dose of glipizide each day after the alleged meter issue began. On three days prior to original date, at around 9:30 am after the alleged issue began, the patient claimed that he developed symptoms of shakiness. The patient explained that he woke up that morning feeling fine and tested his blood glucose prior to eating breakfast. Again, he got "76 mg/dl." At that point, the patient started to feel as though the meter was not working properly so he ate less for breakfast. He also took his glipizide as prescribed. While feeling symptomatic, the patient retested his blood glucose again and got "76 mg/dl." At that point, the patent went to a hospital. By that time, the patient was also sweating. In the hospital, his blood glucose was checked on an ER/hospital meter and a result of "46 mg/dl" was obtained. The patient was treated with lemonade which helped to relieve his symptoms. The patient did not test his blood glucose with the reported meter while he was in the hospital. According to the one touch customer advocate (otca), the patient was continuously seeing the "76 mg/dl" result due to accessing the meter's memory. The alleged meter issue was resolved with troubleshooting/training. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia and received treatment in a hospital after the alleged meter issue began.